Event description:
It was reported to philips that the device did not discharge during the case. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This emdr follow-up report is for initial emdr child record under parent (B)(4), which has been identified as a duplicate of parent (B)(4). (B)(4) initial edmr report under parent (B)(4) has already been submitted with below mdn: 171993456718103789491636103712982.seeburger.seeasadm@130.139.122.14. Please refer to child-(B)(4)/parent (B)(4) for full investigation details.